Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was leaking. This issue occurred while the customer was attempting to connect the device. The customer stated that initially they believed they were using a different needle-free connector; however, later realized that the product in use had a one-link needle-free connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.